Manufacturer narrative:
The returned programmer was tested using radiofrequency and wanded telemetry, and was able to perform interrogations and threshold testing with no issues observed. The programmer operated appropriately throughout testing, and technicians were not able to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this zoom programmer was exhibiting issues with not stopping threshold tests. It was noted that this happened with both telemetry and with the wand. It was also noted that one patient who was pacer dependent became syncopal. This programmer is being returned for repair. The programmer was later returned for analysis. Additional information was provided that the patient did not experience syncope, but had symptoms for approximately two seconds during the episode of loss of capture.